Event description:
Two weeks following index procedure the pt experienced a thrombotic event in the stent implanted at the proximal left anterior descending at index procedure. The date and treatment of this event are unclear. Approximately 9 months post index procedure the patient expired. The cause of death was reported as progressive anorexia, sob and worsening ms. The event was of an unknown relationship, to the index procedure and device or other intervention. Additional info for this patient has been requested.